Event description:
New bi-v ICD appeared to be defective. Removed the new bi-v ICD and implanted another new one, which fixed the far field sensing.from the operative report: this device demonstrated atrial oversensing on the ventricular channel and careful electrical analysis in multiple evaluations including analysis by replacing the old pacing generator demonstrated and isolated the problem to the device itself. This phenomenon was not seen on bench top electrograms nor on the old device with same settings as new device. Rv pacing threshold was also increased on the new device to try to eliminate this and was unsuccessful. Therefore, this generator was abandoned and a new device was placed.